Manufacturer narrative:
Medex has not yet completed its investigation into this issue.

Event description:
Due to a problem with the oxygen mask, the pt did not receive the required amount of oxygen which resulted in hyperpressure.